Manufacturer narrative:
Retainer = black. Customer returned pump for an alleged the batteries last less than expected, after three (3) days, found on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace/history files using thus. No unexpected low battery alarm or power related alarms noted during testing. A review of the history shows (2) low battery alarm for the event date and prior week [(B)(6) 2021 at 16:38 and (B)(6) 2021 at 04:39]. Pump trace download analysis confirmed the pump alarmed low battery. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the adapt graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, keypad overlay peeling, stained keypad overlay, cracked select button keypad overlay, and pillowing keypad overlay. Low battery alarm and battery lasting less than expected are confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump gave alert for low battery. Customer was calling back within 1 week for low battery alert after using lithium battery. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.